Event description:
Please note the complaint involves a device associated with an adverse event that is not manufactured by (B)(6). A spouse of a peritoneal dialysis (pd) patient contacted customer service and reported that the patient had been hospitalized for the past 10 days due to an issue with the peritoneal catheter and treatment line. She stated that the catheter had malfunctioned and required removal and replacement while the patient was in the hospital. The patient involvement was unknown; however, there was no harm or adverse event reported. Followup with the patient¿s spouse confirmed the patient was hospitalized after he mistakenly thought the white cotton cuff on his pd catheter was tape and attempted to cut it off. In doing so, the patient cut a hole into the catheter which led to him going to the emergency room on (B)(6) 2025. The patient was taken to the operating room in order to repair/replace the pd catheter, however once the surgery began the surgeon decided the pd catheter needed to be removed completely and allow time for the patient¿s abdomen to heal. The surgeon placed a hemodialysis (hd) catheter instead, and the patient was transitioned to hd. The patient was discharged home on (B)(6) 2025 in stable condition and the patient began outpatient hd on (B)(6) 2025. The patient¿s spouse attributed causality to an error in judgement made by the patient and was not due to any (B)(6) product(s) and/or device(s) deficiency or malfunction. Based on the available information, the liberty select cycler can be disassociated from having a causal or contributory role in the adverse events experienced by the patient. There is no allegation or objective evidence indicating a serious injury, patient death, or other serious adverse event(s) related to a (B)(6) device(s) and/or product(s) occurred warranting further investigation. Furthermore, there was no report a (B)(6) device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications. The reported event is related to the use of a pd catheter (non-(B)(6) product). The manufacturer of the catheter, and further product information, is unknown. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).